Event description:
Additional information received indicated that a history of paroxysmal atrial fibrillation existing prior to the valve implant and implant procedure. The blood work taken was clarified as a full blood examination. The physician also indicated that the cause of the hypotension during the valve procedure was vasovagal hypotension.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{ls-enveor-2629}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{enveor-l}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant procedure of this transcatheter bioprosthetic valve but while in the catheterization laboratory, an electrocardiogram (ECG) identified rapid atrial fibrillation (raf). The valve was successfully implanted. After a ¿short time¿ in the hospital ward, an electrocardiogram (ECG) identified sinus rhythm. Following the valve implant procedure hypotension occurred and the medical emergency team (met) was called. A blood pressure of 66/24 millimeters of mercury (mm hg) was measured and a heart rate of 42 beats per minute (bpm). A slow atrial fibrillation reported. The patient was treated with an antiemetic and a dopamine receptor antagonist medication. Within 4 minutes the blood pressure increased to 88/55 and a heart rate of 60 bpm. Within 9 minutes a blood pressure of 98/56 and heart rate of 58 bpm were measured. Repeat blood work was taken and there was no evidence of bleeding on examination. The hypotension event resolved without sequelae the same date. The physician indicated the hypotension was related to the implant procedure. Two days following the valve implant procedure, raf returned. An anti-arrhythmic and beta blocker were administered. A permanent pacemaker was implanted 5 days following the valve implant procedure. These interventions allowed the patient to achieve a heart rate below 100 beats per minute with exertion. The physician indicated the atrial fibrillation was unrelated to the medtronic products and implant procedure. Approximately 6 years and 5 months following the valve implant, it was identified that the atrial fibrillation was persistent for the previous 2 months. Elevated ventricular rate was also identified. A cardiac glycoside medication was added.